Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-03273. It was reported during the patient's scs system implant procedure the physician was unable to implant the scs leads due to suspected scar tissue. The procedure was abandoned, and devices were not implanted. No adverse patient consequences occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.